Event description:
It was reported that the user experienced repeated alert 38 indicating a motor stall on the ilet pump, requiring multiple restarts and resulting in a guided dry run and a full supply change with new connector, cartridge, and infusion set, after which the user was instructed to monitor for recurrence. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included customer service troubleshooting, stepwise guidance through device restart and dry run, and replacement of all disposable supplies. Investigation of this case revealed a consecutive motor stall condition consistent with an insulin delivery motor stall, with involvement of the pump drive system and disposable fluid path, without evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further observation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.